Event description:
The facility representative contacted baxter (B)(4) to report an inoperative keypad. This condition has the potential to cause an interruption of delivery. It is unknown when or in which care area this event occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is 5.48.92, categorized as remediated. There is no further complaint information available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is reported to be available but has not been received for evaluation. If additional information becomes available or the device is received, a follow up report will be submitted.

Manufacturer narrative:
Voluntary report number: na. Complaint no: (B)(4). A service history review revealed that this device was previously serviced for an accuracy fail. During the previous servicing, the pump head module along with the keypad were replaced. It was also found that the previous servicing contributed to the reported problem, however, there was nothing physically wrong with the keypad. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of inoperative keypad was confirmed by baxter personnel during product evaluation. The root cause was assigned to an inoperable stop key. It was not indicated what was done to address this condition. Should additional information be received, a follow-up medwatch will be submitted.